Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the battery life in their implantable cardioverter defibrillator (ICD) had dropped significantly between the last two visits to the clinic. Follow up revealed that the adaptive auto threshold feature caused the right ventricular (rv) lead output to be programmed high despite okay thresholds. The adaptive auto threshold feature was programmed off. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.